Event description:
This case was reported by a consumer and described the occurrence of sarcoma in a pt who used polident (polident smokers denture cleanser tablets) for dental cleaning. The consumer contacted the manufacturer regarding a product complaint. A physician or other health care professional has not verified this report. Concurrent medical conditions included cigarette smoking, diabetes, high blood pressure and high cholesterol. Concurrent medications included polident overnight denture cleanser tablets, lipitor, metformin and metoprolol. In approximately 1974 the pt started using polident (dental). In 2004, the pt experienced hip pain, underwent a spinal tap and was diagnosed with sacroma of the hip. They had the sarcoma excised in 2004 and was hospitalized for five days. The pt reported that they did not require any further treatments and they are feeling well. Treatment with polident was continued. The outcome of the events is resolved.